Manufacturer narrative:
The complaint for valve deployed too ventricular was confirmed with objective evidence. The imaging evaluation indicated that during the valve deployment procedure, the valve was deployed too ventricular on the septal and anterior side. Potential contributing factors to the valve deployed too ventricular are procedural, patient, and imaging issues based on the review of the images provided. No manufacturing or functional non-conformities were found or identified from the imaging evaluation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
Edwards received notification of an evoque valve in tricuspid position where it was reported that upon valve release, the valve canted ventricular on the anterior septal side. There was concern that the delivery system and wire were helping to keep the valve from dropping further, so the patient was transported to surgery with the delivery system (ds) still in the right atrium/valve annulus. The wire was placed using a steerable catheter and a wire check was performed. Overall, the wire appeared to move freely, and no concerns were noted at that time. Once the delivery system was inserted, it appeared that the distal end of the wire was interacting with the anterolateral papillary muscle. The wire was slightly retracted and visually on fluoro it appeared to unwrap from what it was entangled on and the physician re-advanced the wire without further manipulation to the ds, putting the wire curl back into a lateral position. Careful staged anchor release was performed to avoid getting too deep on lateral side due to high anterolateral pap while also being mindful that of the septal prolapse and not wanting to be too atrial on the septal side. Ectopy was noted, so primary flex was removed to get off the septal wall. An anterior and lateral trajectory was noted at this time. When pulling the wire before adding depth, the patient had runs of vt and became hypertensive, so the anesthesiologist gave volume to support the patient blood pressure (600 ml total given during the procedure). Posterior looked great, but the anterior looked high and not quite under the leaflet. The team opted to advance to get anterior capture. During the spin to assess leaflet capture, there was a shadow on the anterior side, and the team tried to look from an alternative view but could not quite get a view without an anterior shadow. Overall, from the views seen it appeared there was capture all around. The team moved forward with expansion with an anterior/lateral trajectory to secure capture and set up to be able to tilt to lower the anterior anchors. There were no obvious concerns with leaflet capture throughout ventricular expansion. The team was keeping an eye on anterior and advancing at each stage to try to tilt anterior down. This maneuver appeared to be effective on echo. First stage of atrial expansion was only about one-third of the way on the inner capsule retraction (blue knob). Anterior was still high, so it was advanced further to tilt anterior down. The lateral anchors appeared slightly high, but the team did not want to clock handle because of septal prolapse. No additional atrial expansion was performed before moving to valve release. Immediately after release, the valve dropped. The posterior aspect of the valve appeared stable, however the anterior and septal side had dropped ventricular. Pvl (paravalvular leak) was investigated and noted to be significant, and the physician deemed that they should opt for surgical extraction. The delivery system was still in with the nosecone and wire across the valve. The physician felt that the nosecone and wire could potentially be holding the valve from migrating further, so he opted to leave the delivery system in place. The stabilizer and base were removed, and the delivery system was taped to the patient leg for transport. The patient underwent surgical valve extraction and additionally had annular ring repair with leaflet repair. Per physician, valve was anchored only on the posterior side. It had just folded down to the ventricular there. Physician used a different imaging modality in the or to remove the ds. Patient is in stable condition with rv dysfunction.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). After internal imaging review, it was confirmed that the septal and anterior side of the 52mm evoque valve was deployed too ventricular on the procedural tee dated (08/13/2024). This occurred acutely after the device deployment. The surgical tee dated (08/13/2024) showed the evoque valve seated too ventricular before its removal. After removal, a tricuspid valve repair with mild tr was visualized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.